Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a blockage alarm occurred during infusion. There was patient involvement and no signs or symptoms experienced.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found no physical damage. A review of the event history log revealed a high-pressure alarm. Functional testing was unable to duplicate the reported problem. It was determined that the root cause was due to a possible defective downstream occlusion (dso) sensor or cassette product. The dso sensor was replaced as a preventative measure. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.